Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in via phone and mentioned a suspension of insulin delivery for a low glucose for a sg value of 109 and a bg value of 297. The product is not returning.